Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) unit can not display the picture normally, equipment still works normally. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. Unit was inspected and it was found that the power supply failed, the battery was seriously discharged, and the screen cable was aging and needed to be replaced. The equipment maintenance was completed. The power supply, cable video receiver to lcd, and batteries were replaced. All performance tests of the equipment were carried out in accordance with the factory requirements. All parameters were within the qualified range and can be delivered to customers for use.